Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. The drive support disk was inspected and no anomaly noted. No cosmetic damage noted during physical inspection.

Event description:
Customer reported via phone call to have high blood glucose of 526 mg/dl, which was treated with manual injections. Customer also believed that insulin pump was malfunctioning. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had symptoms of headache, backache and dizziness. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap was flush. Customer declined checking for leaks or air bubble, but states that there was a leak at quick release. Customer also declined checking for site or insulin issues; and settings. Customer was advised that insulin pump would be replaced due to drive support cap.